Event description:
The rvad was not an abbott product.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient passed away. The cause was not provided. Whether the outcome was device or therapy related was not provided. It was unknown if the device will be returned for evaluation. The patient was on right ventricular assist device (rvad) and had ventricular tachycardia with ventricular tachycardia ablation post left ventricular assist device (lvad), lactic acidosis, respiratory cultures positive, aspiration, and during bronchoscopy showed clots in right middle and lower lobe. The patient rvad was decannulated and passed away soon after that. The device operated as expected and event was not considered device or therapy related. The product will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion:a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-061256, and the reported events of could not be conclusively established through this evaluation.the relevant sections of the device history records for mlp-061256 were reviewed and showed no deviations from manufacturing or quality assurance specifications.the current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook, are currently available. Chapter 1, "introduction", lists potential adverse events, including death, cardiac arrhythmia, right heart failure, venous thromboembolism, and infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 lvas. Chapter 6 of the IFU, ¿patient care and management¿, lists arrhythmia, right ventricular failure, thromboembolism, and infection as potential late post-implant complications that may be associated with the use of the heartmate 3 lvas. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection.no further information was provided. The manufacturer is closing the file on this event.